Event description:
Per the international affiliate, the customer reported that confidence kit cement congealed and the surgeon couldn¿t use it at all. To finish procedure, another product of the same type was used. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
A visual inspection was performed on the returned products. The cement reservoir piston returned in the kit was separate from the cement reservoir. No cement residue can be seen on the cement reservoir piston and after observing the inside of the cement reservoir, hydraulic pump fluid can be seen floating above the hardened cement. Cement residue can also be seen on the inside of the reservoir cap. This indicates that cement was injected without the use of the cement reservoir piston. The hardened cement level is very low; there is about 1ml of cement remaining, indicating that a significant amount of cement was already injected before the reported issue was observed. The hardened cement in the returned mixing well and cement reservoir looked homogenous and no mixing issue could be seen. No other abnormalities were observed. A functional evaluation was performed on the returned products. The cement reservoir piston was replaced into the cement reservoir cap, the reservoir cap held the reservoir piston as intended. The reservoir cap was then tightened onto the cement reservoir, the reservoir piston transferred to the cement reservoir as intended. The hydraulic pump was connected to the cement reservoir cap and the reservoir piston moves down the cement reservoir with increasing pressure. No abnormalities were detected with the returned system. A review of the device history record for the confidence kit, no needles found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the confidence spinal cement system was conducted on the product family because the hydraulic pump, reservoir and cement are common to all confidence cement kits. Review of complaints found no significant trends. The reported issue is not confirmed. The cement reservoir piston was not used; the cement was injected with the sterile pump solution contacting the cement. The surgeon did not specify how long the cement had been in the reservoir and a significant amount of cement had been injected, about 1ml remained in the reservoir. The root cause of the reported issue is due to misuse of the product. The cement reservoir piston is required to evenly push cement through the reservoir. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.